Event description:
It was reported that upon implantation, it was noticed that the patient had an anatomical abnormality of the cochlea. A full insertion could not be achieved and in situ ecap measurements could not be obtained, therefore a back up device was implanted on the contralateral side.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.